Event description:
A healthcare professional reported that during a surgery ophthalmic knives were blunt. Surgery was completed and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the knives were blunt, they did not cut the incision, but tore; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent complaint were reviewed by the manufacturing site. The photos are of four knife box labels, the reported product and lot information is confirmed. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: 2022-47526

Manufacturer narrative:
One opened knife in blade protector (bp) tray within a box was received for the report of the knives were blunt. The returned sample was visually inspected and was found non-conforming with a damaged cutting edge. Penetration testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos provided by the customer were reviewed by the manufacturing site. The photos are of four knife box labels, the reported product and lot information is confirmed. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of dull blade. The exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required.